Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test done 2008, showed multiple electrode anomalies. Deactivation of the electrode anomalies did not resolve the issue. Explant and reimplantation is planned but had not been scheduled at the time of this report, march 12, 2009.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 12, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.